Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Catalog# igtcfs-65-1-jug-celect. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress .

Event description:
Description of event according to initial reporter: "the filter has been in the patient for four years and was experiencing back pain. After a CT scan, they found the filter leg imbedded and fractured in the lumbar spine and appears the filter leg penetrated into the duodenum. They are planning to send patient for filter retrieval and to surgically remove the filter leg from the spine." On (B)(6) 2018 patient reported to customer relations "the patient had been experiencing pain in her lower back. She had a CT scan on (B)(6) 2018 that revealed that her filter had fractured. A fractured posterior limb was found in the patient's l4 vertebrae. A fractured anterior limb was fund in the patient's duodenum. She also said that the limbs of the filter are extending beyond the margins of the vena cava. The filter was implanted on either (B)(6) 2014 (the customer was not certain which.) Because the patient had blood clots from her ankle to her groin. There has never been any retrieval attempts." Patient outcome: "she will be seeing a surgeon today ((B)(6) 2018) for a consult about how to proceed."

Event description:
Description of event according to initial reporter: "the filter has been in the patient for four years and was experiencing back pain. After a CT scan, they found the filter leg imbedded and fractured in the lumbar spine and appears the filter leg penetrated into the duodenum. They are planning to send patient for filter retrieval and to surgically remove the filter leg from the spine." (B)(6) 2018 patient reported to customer relations "the patient had been experiencing pain in her lower back. She had a CT scan on (B)(6) 2018 that revealed that her filter had fractured. A fractured posterior limb was found in the patient's l4 vertebrae. A fractured anterior limb was fund in the patient's duodenum. She also said that the limbs of the filter are extending beyond the margins of the vena cava. The filter was implanted on either 14 or (B)(6) 2014 (the customer was not certain which.) Because the patient had blood clots from her ankle to her groin. There has never been any retrieval attempts." Patient outcome: "she will be seeing a surgeon today ((B)(6) 2018) for a consult about how to proceed."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: no product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the filter to perforate vena cava and/or the filter legs to fracture and migrate to l4 vertebra and duodenum, respectively approx. Four years after filter placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.